Event description:
It was reported that a patient underwent a hysteroscopy followed by an endometrial thermal ablation procedure on (B)(6) 2012. No uterine sound was performed. Priming and stabilization were fine. Therapy never began because the warming up cycle never reached temperature. The generator was switched off and on. Warm up began again, but then the pressure dropped. The surgeon performed a laparoscopy and saw a rupture in the uterus, at least 1-2 cm. Then the surgeon performed a laparotomy, sutured uterus and checked for thermal damage on bowel. There was no bowel burn. The patient was kept overnight for observation. No further information was provided.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the catheter failed the leak test because the trumpet valve was broken.